Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The pump also had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 200 mg/dl. The insulin pump will be replaced. Nothing further reported.